Manufacturer narrative:
Service repair received the device for evaluation with a customer description of '"device mouth. Possible contamination" . Presence of foreign material in air/water outlet, please check if ok ". Preventive maintenance". Device evaluation and inspection performed and found that the channel tube (ch-tube) has foreign objects. Furthermore, the following findings during inspection were noted on the device: due to a crack on switch box, water tightness is lost. Air/water (aw) cylinder has discoloration. S-cylinder has discoloration. Grip has a scratch. Up/down (u/d) knob has a scratch. R/l knob has a scratch. Flexibility adjustment ring has a scratch. Due to a cut on heat shrinking tube of fe lever, expected insulation capacity cannot be obtained. Light guide (lg-) cover glass has a dent. Scope cover (sc) case unit has a scratch. Sc cover unit has a scratch. Plug unit is damaged. Sc cover unit has corrosion due to water leakage. Due to a pinhole on aw-tube, water tightness is lost. - due to a crack on c-cover, insulation resistance value at distal end does not meet the standard value. Image guide (ig) protector is damaged. Objective lens is shaved . Light guide (lg) lens has a crack. Adhesive on a-rubber has a crack. Connecting tube has a cut .universal cord has a wrinkle. The customer hmi (hygiene microbiological investigation) results, the olympus france (ofr) french olympus subsidiary for hmi (hygiene microbiological investigation) , customer cds checklist has not yet been received for evaluation. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the olympus france (ofr) french olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Event description:
The initial reporter later notified olympus there was no unexpected contamination, but instead the scope had not been disinfected. There was a misunderstanding when the complaint was initially reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and results the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely foreign material discharged from biopsy channel due to incorrect reprocessing since the user confirmed they did not disinfect the device. The following is included in the instructions for use (IFU): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.